Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device motor was worn, the trigger did not move smoothly and the bearing was worn. The device also failed pretests for sticky triggers. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that the small battery drive device did not work even though the battery that was fully charged was installed. During in-house engineering evaluation, it was determined that the device motor was worn, the trigger did not move smoothly and the bearing was worn. The device also failed pretests for sticky triggers. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.